Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles inside the reservoir. The customer¿s blood glucose was unknown. The customer stated that they observed air bubbles during the therapy. The customer was assisted with troubleshooting. The air bubbles were not removed successfully. The device will not be returned for analysis.